Event description:
A customer reported an issue with a pump, specifically that the screen was black. There was no adverse impact to the customer's blood glucose level. The pump was plugged in and restarted, but the display problem persisted. Consequently, the device was set to be returned, and a replacement pump with a new serial number was arranged for the customer.